Manufacturer narrative:
The manufacturer was unable to obtain any further information about this event, and received confirmation that the valve is not available for analysis. As such, the root cause of the event cannot be determined. However, based on the results of the document review performed, no manufacturing deficits were identified. Device not available for return.

Manufacturer narrative:
Device not yet returned to manufacturer.

Event description:
It was reported that a mitroflow dla23 was implanted in a 69 year old female on (B)(6) 2013. The patient recently developed severe aortic stenosis with a mean gradient of 54mm hg. Patient was reported with worsening dyspnea and atypical chest pain and resting ischemic changes on ECG seen. On tee - atheroma in the aorta was seen. There was a thickening and calcification of the posterior half of the valve and involving the left and non-coronary leaflets. The eoa was 0.87cm2. Valve was explanted on (B)(6) 2018 and perceval size medium was implanted.

Manufacturer narrative:
The manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model # dla23, (B)(4), as they pertain to the reported event, were pulled and reviewed by quality engineering at livanova (B)(4) corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a dla23 mitroflow aortic pericardial heart valve at the time of manufacture and release. Device not yet received.